Event description:
The customer was returning their unit to elsg for svc. The security trigger which allows the probe to shoot when it is in the armed postion, is twisted. No further info is available and there was no reported pt consequence. Elsg order #05.2748 RMA 10005316.